Manufacturer narrative:
Operative notes from the primary surgery indicate that the patient underwent left total knee arthroplasty due to osteoarthritis. Full range of motion with good stability was noted during trialing. Operative notes from the first revision surgery indicate that the patient was revised due to a loose femoral component. The femoral component was noted to be grossly loose and was able to be removed without having to remove any cement. The tibial component was noted to be intact with no sign of loosening and was not revised. Good overall range of motion, stability, and patella femoral tracking were noted with the final components. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Review of the device history records for the femoral component identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the femoral component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00110100800, osteobond bone cement, lot #60327049 this report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.